Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2010 -left inguinal hernia repair with 3d-max mesh and umbilical hernia repair with a ventralex mesh. Reportedly, the surgery and anesthesia were uneventful. However, following surgery, the patient developed acute onset of atrial fibrillation with rapid ventricular rate. A beta blocker was given, the patient remained asymptomatic and hemodynamically stable, and was transferred to an acute cardiac care facility. The following is based on allegations by the patient's attorney: the patients condition was not remedied by this procedure and he subsequently became physically worse than he was prior to surgery. The patient began to suffer chronic pain and infections about the area of the incisions and continued to be treated by various medical providers up until the current date. Attorney alleged chronic pain, infections, disability, additional medical treatment, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and the medical records provided were limited. While there is no indication of infection in the medical records provided, the patient's attorney alleges that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, there is no indication in the medical records or by the patient's acute onset of atrial fibrillation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00890 for information related to the ventralex mesh implanted on (B)(6) 2010.